Event description:
It was reported that the customer's blood glucose level was 40 mg/dl. She believed the threshold suspend completely suspended the insulin pump indefinitely. The threshold suspend did not stop her basal rates. Since the alarms did not wake her up, she could not treat her low blood glucose level. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.